Manufacturer narrative:
The retuned samples were visually inspected and found to be nonconforming due to a damaged tip. Penetration testing was not performed due to the damaged condition of the sample. Device history records were reviewed and this log was released according to release criteria. The root cause was not able to be determined regarding how or when the blade became damaged. All knives re 100% inspected by trained operators. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "dull knife" (dull). Customer reported one knife was found to be dull. No pt harm reported, no delay in surgery, no medical interventions and no surgeries were canceled.